Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, lot# 0210541358, implanted: (B)(6) 2016, product type :catheter. Product ID: 8709, product type: catheter.

Event description:
On (B)(6) 2016 the representative provided additional catheter identifiers. The implant date of the spinal segment was (B)(6) 2016 and the implant date of the pump segment was not known. No diagnostic testing or troubleshooting was performed on the catheter. The potential cause of the black stone was not known. The catheter was not explanted and no portion will be returned.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Analysis identified that the pump was overinfusing with no known root cause. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was also stopped and programmed as such on (B)(6) 2016 at 15:18. On (B)(6) 2016 it was further reported that the pump was changed ¿on monday¿. A small black stone was found in the pump segment of the catheter. The pump and stone were being returned.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone 10.0 mg/ml, clonidine 150.0 mcg/ml, and bupivacaine 15.0 mg/ml via an implantable pump. It was reported that a patient called their hcp on (B)(6) 2016 with a critical alarm on his pump - motor stall. The hcp cancelled the alarm with the programmer. The patient called the hcp on (B)(6) 2016 again with a critical alarm on his pump - motor stall. The hcp decided to stop the pump and give the patient opioids. The hcp decided to replace the pump; the date for the replacement was (B)(6) 2016. There were no reported symptoms. Per the pump logs, a motor stall occurred on (B)(6) 2016 at 07:12. On (B)(6) 2016 at 07:12, the stopped pump period may exceed tube set message occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.